Event description:
It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, a stent thrombosis, pseudoaneurysm, gi bleed, neuropathy in her right leg, and joint pain occurred." Consumer reports that she developed thrombosis and a pseudoaneurysm at the stent site diagnosed in 2006. She also experienced a gi bleed requiring (2) transfusions in 2007. Since stent implantation, she has experienced neuropathy in her right leg and joint pain."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.